Manufacturer narrative:
A complete analysis and testing of insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer stated that she fainted prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the required tests.